Event description:
It was reported that asymptomatic, pacemaker dependent patient presented in clinic for follow up with backup operation exhibited on the generator. Upon interrogation, clinician attempted using different programmers and was unable to get a magnet response rate. When last checked in (B)(6) 2016, the device had 2 to 3 years estimated longevity. The device was explanted and replaced. The patient was stable before, during and after the procedure.